Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for non-obstructive urinary retention. It was reported that the trial was initiated on (B)(6) 2024. It was reported that the additional information was received from the patient on 2024-aug-17. The patient stated that they went to the emergency room yesterday as they were not able to void. They even tried a catheter, but nothing happened. They said that they started to dribble some this morning. The patient stated that when they had the procedure their back was hurt and they will be going to a chiropractor to have that fixed. Additional information was received from the patient on 2024-aug-21. The patient stated that they were at 100% pain with this procedure.